Manufacturer narrative:
Customer reportedly received the following results on the perform a system within 10 minutes: 84 mg/dl with the patient's meter and strips and 284 mg/dl with the patient's meter and a neighbor's strips. The result with the neighbor's strips was not questioned by the patient and no information regarding the neighbor's strips is available. No adverse event reported. The patient's meter and strips were returned.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 84 mg/dl and 284 mg/dl. The lot number of the test strips was not provided. No adverse event reported. No product was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.